Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the therapy hasn't helped/worked for the patient since she had it. The patient was also trying to adjust setting but was unable to adjust the settings. During troubleshooting, it was noticed that the stimulation was off and the patient was able to adjust and feel stimulation after troubleshooting. The patient mentioned she didn't know how long the therapy has been off, but now the setting shows p3 at 2.1v and the stimulation is comfortable. It was noted that new batteries were placed in the programmer. On (B)(6) 2017, it was reported that the device never worked like the trial experiment. The patient stated that it was put in on the wrong side. They tried all the programs at different levels and thought they found the answer to their problem, but they hadn't. On (B)(6) 2017, they stated that they thought that it being put in on the wrong side was why it hadn't worked for them. There were no further complications reported or anticipated.